Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak and vascular trauma (e.g., ilio-femoral vessel dissection, rupture). Follow the manufacturer¿s recommended method for size selection, preparation and use of aortic and iliac dilation balloons, carefully monitoring both volume and pressure to avoid complications. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Please note that the medwatch # 3007284313-2018-00268 was emailed to FDA to cover the reportable dissection.

Event description:
On (B)(6) 2018, the patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis featuring c3® delivery system. Reportedly, when the gore® excluder® aaa endoprosthesis featuring c3® delivery system was implanted, a touch-up ballooning was performed. An imaging revealed a dissection from the proximal of the trunk-ipsilateral leg component to the right renal artery. An aortic extender component was placed to repair the dissection. During the procedure, a distal type I endoleak was observed. When an additional ballooning was performed, a rupture at the edge of the trunk-ipsilateral leg component ipsilateral side was observed. The right internal iliac artery was coiled. An additional gore® excluder® aaa endoprosthesis was placed to repair the rupture. The patient tolerated the procedure. It was reported that the patient has vascular fragility. No further information was available.